Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in storage of atrial and ventricular events. The noise was suspected to be external in nature. No further assistance was requested. No adverse patient effects were reported. This device remains in service.